Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced resistance while filling a cartridge. There was no reported adverse impact to the customer's blood glucose . A cartridge change was performed resolving the issue.